Event description:
The customer reported to olympus that the colonovideoscope displayed e315 (scope communication error). The problem occurred during reprocessing. The patient was not under anesthesia, and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that there was leakage at 20cm of the insertion tube, the light guide tube had leakage, the image was shadowy due to a damaged objective lens, the light guide lens was damaged, the protector was damaged, switch 1 was worn, and the switch box was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, it is likely that the suggested event occurred by conduction failure caused by fluid invasion on the subject device. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.